Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Anti-backup, ratchet pawl and ratchet pawl spring, the analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed one malformed clip due to an anti-backup failure and one conforming clip. In addition, the instrument did not lock out as intended. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl and ratchet pawl spring were found to be out of position; this condition caused the anti-backup and lockout failures and the clip malformation, however no conclusion could be reached as to what may have caused the ratchet pawl and the ratchet pawl spring to be out of position. No incident related to the reported event was observed during the batch record review.